Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4196 implantable pacing lead 2010 (B)(6). (B)(4).

Event description:
It was reported that the patient received an inappropriate shock from the right ventricular (rv) lead from lead noise due to a fracture. The rv lead also had high impedance and an elevated number of short v-v intervals. The rv lead was partially explanted and replaced. No further patient complications have been reported as a result of this event.